Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[lifting keypad, flange screw oxidization, barrel clamp oxidization]. There was no reported patient involvement.

Manufacturer narrative:
Medical device operator, per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Please note that the suspect device was not returned for investigation; however, one (1) photo was provided of a syringe module device with a lifted keypad along the right side. The customer¿s report that the syringe pump had keypad lifting was confirmed through the provided photos.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[lifting keypad, flange screw oxidization, barrel clamp oxidization]. There was no reported patient involvement.